Event description:
It was reported that the patients leads migrated. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively and the devices remain implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).